Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl and customer¿s blood glucose at time of call was 45 mg/dl. Customer was treated with food and glucose tablets for their low. The customer alleged that insulin pump was over delivering insulin. Customer stated that battery cap was damaged. Customer was using auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.